Manufacturer narrative:
Pump had blank display due to faulty mother board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding. The patient's blood glucose at the time of incident was 131 mg/dl. During troubleshooting the customer did not recall any significant events leading to the keypad issue. The customer removed the battery and reinserted it, but the display began counting down before going blank. The battery was changed completely but the device remained dead. The insulin pump will be returned for analysis.